Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that on (B)(6) 2017, during normal device replacement noise, low r-waves and insulation break were observed. The lead was capped and replaced.

Event description:
New information notes that the patient condition was stable after the procedure.